Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6) ) was conducted, and during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 2 tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine with concentration of 8 mg and clonidine with concentration of 1,200 mcg via an implantable pump for non-malignant pain and spinal pain. The dose rate of both pump medications were unknown. It was reported that the patient started noticing overdose symptoms 12 hours after last refill and was admitted to the hospital.  The pump was dropped to a minimum dose rate when the patient was hospitalized.  The physician believed the pump was over-infusing.  The patient has had multiple overdoses after pump refills. There were no known environmental/external/patient factors that may have led or contributed to the issue.  The physician wanted analysis on the pump to see if it was over infusing. They replaced the pump in question and had tried to aspirate the drug from old pump and didn't get any back. The tablet was saying that they should have aspirated 19.5 ml. The pump was to be returned to the manufacturer.  The issue was resolved.  The patient was without injury regarding their status as of (B)(6) 2021.  The patient weight and medical history were unknown.